Manufacturer narrative:
According to the received investigation, this case seems to be a granuloma, which is a well-known adverse reaction due to a delayed immune reaction of the body in response to the implant batch analyses undertaken confirms that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed. Granulomas are caused by a delayed immune reaction by the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. A treatment with hyaluronidase (with or without anti-inflammatories) generally allows to treat these reactions quickly and effectively. In addition, the risk of such a reaction is mentioned in the instructions for use of our products. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Lee, j. M. And y. J. Kim (2015). "Foreign body granulomas after the use of dermal fillers: pathophysiology, clinical appearance, histologic features, and treatment." Arch plast surg 42(2): 232-239.

Event description:
The event occurred outside of the us, in (B)(6). According to the received information, the patient was injected with teosyal puresense ultra deep in the cheekbones, teosyal puresense ultimate in the cheekbones and teosyal rha 4 in the jowls on 29.04.2019. In (B)(6) 2020, the patient complained the formation of a small lump under the left eye and a bigger lump under the left parotid. After patient underwent fna and ultrasound in the two previous areas, the lump under the left eye disappeared. A biopsy of the second bump was performed on (B)(6) 2020. On (B)(6) 2020, the diagnosis concluded to a non-necrotising granulomatous inflammation reflecting a foreign body reaction. The exact nature of the material surrounded by the immune cells was not clearly identified but could represent a dermal filler. The lesion was excised and sutured. A locoid cream was prescribed to the patient to be used over the face for short term. No other lumps were detected at the other injected sites. However, on (B)(6) 2020, the patient went to a dermatological clinic and presented 3 more bumps in the left malar/cheek junction, left and right pre jowl sulcus. At this stage, no further action was taken. Patient is presently untreated and still in situ. The small lump under the left eye disappeared following fna without treatment. The residual fragment of granulomatous tissue that remained after biopsies remain but client reports it has diminished. The patients has chosen not to have the remaining lumps excised by her surgeon and is happy to leave in situ and hope that they eventually resolve. No further treatment by her gp or surgeon has been provided. If symptoms worsen, she will seek medical advice.